Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (2) two years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image occurred due poor communication for deformation of the pins of the video scope connector, and adhesion of the adhesive. The event can be prevented by following the instructions for use which state: ·do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. ·before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and clean. If the camera head is used with the electrical contacts wet and/or dirty, the camera head and video system center may malfunction. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the 4k autoclavable camera head had no image when connected. The event was noticed during an therapeutic procedure that was completed with a similar device without delay. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed; no image was displayed on the monitor when connected. This was due to metal pins on video scope connector having deeps scratches, being deformed, and having some glue stuck on it which caused cable to be bad. Additionally, the inspection noted there were faded labels on the rear cover. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.